Manufacturer narrative:
Concomitant product: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2002, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown intrathecal medication via an implanted pump. The pump's indication for use (IFU) was listed as non-malignant pain and other non-malignant pain. Magnetic resonance imaging (MRI) was being done to rule out a stroke. Computed tomography (CT) scan was done and was negative. The pump had not been working for "a number of years." It was unknown why the pump stopped working and the time frame for when it stopped working. Specific patient symptoms, cause of the event, interventions, troubleshooting/diagnostics, medication in the pump, therapy dates as well as concomitant drugs and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.